Manufacturer narrative:
Pump was received with b, act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. No unexpected vibrate anomaly or constant tone anomaly noted. No moisture damage found inside the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error after exposure to moisture. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer also reported that the insulin pump had a constant tone without an alarm or alert on the display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.